Event description:
It was reported that there was a catheter issue. During procedure, the health care provider (hcp) noticed that she had difficulty placing the catheter through the spinal needle and noticed the guidewire within the catheter had kinked. The hcp removed the guidewire and attempted to straighten it but was unsuccessful. The hcp requested that the device manufacturer representative open a new 8780 catheter. The location of the issue was noted to be the distal segment. As a result of the event, as reported, a different product was used. No diagnostic testing or troubleshooting was performed. There were no patent symptoms or complications associated with this event. The patient¿s status at the time of the event was listed as ¿alive ¿ no injury¿. No drug information was provided. The catheter was later returned.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), product type catheter. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found that damage occurred to the catheter body and/or guidewire during implant procedure. It was noted that the anomaly was possibly caused by the method or technique utilized by the health care professional while intending to deliver therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.